Event description:
It was reported the colonovideoscope had a connection error, and the processor did not recognize it. The issue occurred during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.